Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information during use of the product, the guidewire could not pass through the lumen of the dilator component.

Event description:
According to the available information during use of the product, the guidewire could not pass through the lumen of the dilator component.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints on the lot number on (B)(6) 2026, we didn't received the incriminated sample. Checking the quality database, revealed one non-conformity opened on (B)(6) 2024 related to the described defect. This defect was due to a manufacturing issue and all actions have been implemented since (B)(6) 2026.